Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that after surgery ophthalmic console rebooted on its own. No error code was displayed. The details about patient impact was not reported.

Manufacturer narrative:
The company representative confirmed and replicated the reported event. To address the issue, the 24v power supply was replaced. The system was tested and found to meet product specifications. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was opened to address the system shutting down on its down, and the root cause was attributed to internal wear/reliability issues with the host¿s lithium battery. The root cause of the reported event is attributed to the nonconforming 24 v power supply. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).